Event description:
It was reported that this right atrial (ra) lead was explanted due to failure to capture which was caused by lead dislodgement. A new lead was implanted. No additional adverse patient effects were reported.